Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified popliteal artery. A 2mm x 20mm x 143cm coyote balloon catheter was advanced to dilate the lesion. However, upon the second inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another coyote nc balloon catheter. No patient complications were reported and patient's status is stable.